Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition that the device was getting warm after a few seconds of use was confirmed. An assessment was performed, and it was determined that the device failed visual inspection, due to a visually loose connector, there was heat being generated from the bearings, and heat from the motor. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, temperature assessment, and connector loctite assessment (no rotation detected between connector shell and connector hose nut. The threaded joints were secure). It was determined that the assignable root cause for the found defect (heat from bearings and motor) was due to improper maintenance by the user. The root cause for the found defect (loose connector) was due to normal wear over time. A manufacturing record evaluation (mre) was performed, and no non-conformances related to the reported complaint condition were identified. Correction: d9: the date returned to manufacturer was documented as march 29, 2021 on the initial report. This date has been updated to november 10, 2021. Please note that the investigation start date has been updated to march 29, 2022.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number and email address were not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device was getting warm after a few seconds of use. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.